Manufacturer narrative:
There is no connection that can be made at this time between the reported post-operative complications and any problem with the bard/davol ventralex st (device #2) used to treat the patient. The patient underwent an additional surgery for recurrent incisional hernias on (B)(6) 2017 with explant of the bard/davol composix e/x (device #1). During this procedure, the operative report does not identify the bard/davol ventralex st (device #2) as being visualized, involved, or explanted. The patient experienced multiple post (B)(6) 2017 operative complications included adhesions, subcutaneous hematoma and infection. While it is unclear if the ventralex st, caused or contributed to these complications, recurrence and adhesions are known inherent risk of surgery and recurrence, adhesions, and hematoma are listed in the instructions-for-use as possible complications. Regarding infection the warning section of the instructions-for-use states, ¿if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis.¿ based on the information received, no conclusions can be made. Should additional information be provided, a supplemental emdr will be submitted. This emdr represents the bard/davol ventralex st (device #2). An additional emdr was submitted to represent the bard/davol composix e/x (device #1).

Event description:
The following was alleged by the patient's attorney and medical records: (B)(6) 2014: the patient underwent a hernia repair with implant of the bard/davol composix e/x mesh (device #1). (B)(6) 2014: the patient presented with a large bulge to the right side of the incision which started to appear 6 weeks earlier. (B)(6) 2014: the patient underwent repair of the recurrent incisional hernia at which time a second mesh, bard/davol ventralex st (device #2) was implanted. The operative report notes .¿adhesions on the undersurface of the fascia and the old mesh {composix ex (device 1)} adjacent to this area were freed up¿. (B)(6) 2016: the patient presented with complaints of pain and sought treatment for a large bulge to the right of the midline wound which he noticed about a year prior. This was assessed as a recurrent incisional hernia with significant abdominal wall fascial diastasis. (B)(6) 2016: patient evaluated for recurrent hernia but wanted to seek further evaluation and treatment before having another operation. (B)(6) 2017: the patient continued to experience problems and was diagnosed with multiple recurrent incisional hernias as well as small bowel erosion due to the mesh implanted. The patient was taken to surgery and underwent extensive lysis of adhesions, a small bowel resection, and excision of the mesh product. The explant operative report notes: 'the old mesh was found that was completely excised circumferentially, where the undersurface of the inferior mesh that was composix ptfe (composix e/x, device #1) with prolene had rolled and some of the bowel was severely adherent to the prolene side of the mesh. Once the mesh was completely taken down, it was obvious that this area of the bowel could not be safely separated from the mesh, so small-bowel resection of approximately 25 cm was performed using the linear stapler." A non bard/davol bio-a mesh was placed. {the operative report does not mention the bard/davol ventralex st (device 2) mesh} (B)(6) 2017: the patient underwent a diagnostic laparoscopy, further lysis of adhesions and an open evacuation of a subcutaneous hematoma. This was due to a postoperative fever- spike and chronic diarrhea. (B)(6) 2017: the patient continued to experience problems and underwent an ultrasound which revealed a right tubular fluid collection that required aspiration. (B)(6) 2017: a PICC line for home infusion of antibiotics was placed due to the infection that patient was experiencing. (B)(6) 2017: the patient was again admitted to the hospital and diagnosed with a subcutaneous abscess which required incision and drainage of the pus infection. The patient is reported as needing to be placed on tpn (total parenteral nutrition/liquid feedings) due to failure to thrive. As reported per attorney, the patient "was told that the mesh had been wrapped around his intestines and colon and as the doctor cut it away, a hole was made in the intestine. He was told the only way to fix this hole was by not eating. The patient was put on a tpn feeding tube for approximately six to eight weeks during which time he was in and out of the hospital on multiple occasions due to difficulties with the tpn feeding tube." (B)(6) 2017: attorney further reports the patient continued to have problems after multiple hernia repairs and abdominal surgeries with multiple complications which lead to a 6-month stay in clinic. The patient again complained of a recent history of bulging to the midline upper incision which required a recurrent hernia repair. As reported, the patient chose not to undergo additional surgery at this time.